Event description:
It was reported that a left ventricular lead implant was attempted and abandoned. A stable position could not be found without diaphragmatic stimulation or very high thresholds. It was further reported that the lead was not successfully able to stay in the coronary sinus. No patient complications were reported due to this event.

Event description:
It was reported that a left ventricular lead implant was attempted and abandoned. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, blood was noted on all conductors (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.